Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with multiple assays on a cobas 8000 c 702 module. Of the data provided 4 patient samples had discrepant results for calcium, alpha amylase, total protein or glucose. Patient sample 1, tested with calcium: the sample initially resulted in a calcium value of 2.2 mmol/l and repeated as 0.44 mmol/l. Patient sample 2, tested with alpha amylase: the sample initially resulted in an alpha amylase value of 118 u/l and repeated as 9.0 u/l. Patient sample 3, tested with total protein: the sample initially resulted in a total protein value of 7.6 mg/dl and repeated as 5.3 mg/dl. Patient sample 4, tested with glucose: the sample initially resulted in a glucose value of 106 mg/dl and repeated as 2.0 mg/dl. The questionable results were reported outside of the laboratory. The calcium, alpha amylase, total protein, and glucose reagent lots and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer checked the analyzer and determined a broken plunger. After changing the plunger, the analyzer was confirmed to be running back within specifications. The investigation determined the service actions performed resolved the issue.